Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, since the device was manufactured more than 4 years ago, the phenomenon (e337) occurred due to an accidental failure of the fan. Olympus will continue to monitor field performance of this device.

Event description:
The user facility returned the loaner, video system center to the service center due to error code e337 for fan issue which resulted in component failure. The intended procedure was completed using the same device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported device fan error code 337. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.